Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the stored electrocardiogram noted non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes and induction test were discussed. No additional information was provided.